Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be fixed into the implantable pulse generator (ipg) header. The set screw could not be fixed or become engaged with the wrench. Despite the force applied in an attempt to separate the lead to device connection, it would not separate. The ipg and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. The analysis indicated that the connector was extrinsically damaged. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The connector of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned in segments. (The stylet still inserted in the distal segment, and the proximal segment was received stuck in the device header with damaged connector pin. Then, the analyst applied force to separate the connector pin from the device¿s header to complete lead analysis). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.